Event description:
The customer reported that erroneous low neutrophils (ne%) and/or elevated monocytes (mo%) results with instrument generated flags were generated on a coulter hmx hematology analyzer for two patient samples. This report is two of two and represents the erroneous elevated monocytes (mo%) results generated on a coulter hmx hematology analyzer on (B)(6) 2011. The erroneous initial result was accompanied by an abnormal white blood count population instrument generated flag. The customer performed a review of results. A manual smear was assessed. A lower mo% result was generated and regarded as valid. The initial mo% result was considered erroneous based on the manual smear results. A corrected report was issued based upon manual differential results. The initial erroneous mo% result was reported outside of the laboratory however there was no death, serious injury or affect to patient treatment associated or attributed to this event. The sample was a venipuncture sample collected in a plastic anticoagulant tube. Sampling was from the primary tube. The sample was a short draw, but appeared normal with no visible abnormalities. The instrument was within quality control specifications with respect to controls (accuracy) and reproducibility (precision). Controls run before and after the incident recovered within assay range no specific patient information, raw data files or additional system information was provided by the customer.

Manufacturer narrative:
Service was dispatched to the site on (B)(4) 2011, however the details of service provided is not known. The root cause for the erroneous test results is unknown. The results were flagged with system generated flags as expected. As part of a retrospective review, this event was determined to be reportable. Associated mdrs: 1061932-2011-02373, 1061932-2011-02374.